Event description:
Device history record was reviewed and only event (B)(4) was found related to the reported event but then the CAPA was opened to address the issue of "defective air sensors". Some alarms were found but data was insufficient to confirm the reported event or to be linked to a quality issue of the device. The device was not returned to brézins as repairs were carried out locally. According to provided information, the air sensor has been changed that solved the issue. The quality control is compliant. The defective air sensor was sent to brezins for further investigation. Once in brezins, nothing was noticed during visual inspection. Following visual inspection, cross-tests were performed. The reported event was confirmed at the installation of the set and the air sensor can't be calibrated. This complaint is considered as valid and the root cause is likely due to a defective air sensor. Please be informed that a CAPA is open to address the subject of "defective air sensor". To our knowledge this complaint is not being related to patient safety. This complaint is considered as: valid. The trend is: abnormal.

Event description:
The following has been reported: the machine's installed tubing triggered an air-in-line warning. Replacing the tubing did not resolve the issue, and the air detector could not be calibrated. Reporting as a conservative measure. No adverse event effects were reported. Additional information is needed to complete the investigation.